Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic sigmoidectomy - "the storz scissor was re-inserted several times, then the surgeon recognized "black particles" in the abdominal cavity. They could not remove all of the particles and the pt is ok. The trocar edge is partially unevenly sharp and you can see an abrasion of the isolation of the storz scissor. Both instruments ((B)(4) and storz (B)(4)) can be picked up at the hospital." Pt status: "ok".